Event description:
The customer claims an incorrect measurement of low non invasive blood pressure (nibp) - values for neonates.

Manufacturer narrative:
(B)(4): the customer claims an incorrect measurement of low non invasive blood pressure (nbp) values for neonates. The nbp measurement showed a value of 40/20mmhg. In this case, the pt was treated with naloxan and volume. After exchanging the measurement service with another one the pt was hypertensive. Before giving drugs to the pt, the customer exchanged all nbp-cuffs and hoses with new ones, because of the known leakage issue with the nbp connector. The customer stated that the measurements are incorrect. Furthermore, the customer carried out tests in the biomed dept, with test values 60/30mmhg. The values shown on the monitor are 4 to 5mmhg lower. This complaint was reported as a result of medical intervention on a neonatal pt as a result of the alleged inaccuracy of the nbp measurement. It should be considered that nbp is a non-continuous (spot check) parameter and therefore cannot be used as a continual measurement of pt status. Intellivue monitors are designed to obtain nbp measurements at predefined intervals (automatic mode - repetition time: 1 min, 2 min, 2.5 min, 3 min, 5 min, 10 min, 15 min, 20 min, 30 min, 45 min, 60 min, 120 min). Generally, the nbp parameter measurement alone would not be sufficient to measure vital data of a critically ill pt, as interval time between measurements would not be covered. Clinical standards would demand at least one additional continuous measurement being applied to the pt, e.g. Invasive pressure, ECG or spo2. Note that the product labeling shipped specifies the accuracy of the nbp measurement with a maximum mean error of (B)(4) mmhg, and the reported error of (B)(4) mmhg is in accordance with the reported nbp performance specification. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.